Event description:
Surgery took place in 1/97 without complications. While still hospitalized, pt is reported to have performed an activity (running) before full recovery. Pt fell and the implanted stem dislocated from the acetabulum.